Event description:
While troubleshooting with the manufacturer, the customer indicated that the device displayed a result of 53mg/dl. It is unclear if this result was produced without applying blood/controls or if blood/controls had been used. No adverse event reported and no treatment received. No action taken based on device result.